Event description:
Additional information received from the physician's office on (B)(6) 2013 noted that the patient reported vaginal prolapse on (B)(6) 2013. The physician used a pessary in an attempt to help the prolapse, but it was not successful. The patient was referred to a urogynecologist.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.